Event description:
The customer reported that the non rechargeable lithium battery had ruptured and damaged the device. The device was not being used. There was no report of injury associated with the reported event.